Event description:
Rf surgical system (rfs) as the MFR of the sponge detection device referred to in a maude report (MDR report key #(B)(4)) released by FDA in january 2013 is submitting this report to document that incorrect usage of the rfs device contrary to the rfs system directions for use (dfu) led to the events described in MDR report key #(B)(4) related to interference with temporary cardiac pacers. Further, rfs submits that the events in report key #(B)(4) do not meet the 21 cfr 803 criteria for rfs to file a mandatory MFR's medical device report (MDR). However, rfs has been informed by FDA that the only way to provide additional information into the maude records/database to clarify the events in report key #(B)(4) is to file this form 3500a.

Manufacturer narrative:
In summary, no patient death or injury occurred in these events. There was no device malfunction; the device was not returned and continues in use at the hospital. In a follow-up investigation with the reporting physician, an anesthesiologist, and other hospital/ medical staff, it was determined that the rfs device was not used in accordance with the device's directions for use (dfu). Specifically, the temporary cardiac pacers were not set to the correct mode by the physician (as directed in the dfu) prior to use of the rfs device. This was discussed between rfs and the physician involved in these incidents, and the reporting physician subsequently appended his maude MDR report key #(B)(4) documenting that "since the above report was initially filed, the involved physicians have not encountered further episodes of radiofrequency interference during rf sponge detection scanning when using temporary pacers in an asynchronous mode." No further events have occurred. As noted above, to augment report key #(B)(4) and permanently provide additional clarifying information, details on the chronology of events associated with MDR report key #(B)(4) and rfs's investigation (including determination that these events did not meet 21 cfr 803 MDR reporting criteria) are provided in the "additional MFR narrative" section of this form 3500a. Rfs first became aware of the event on 12/04/2012 and opened a complaint file which documented the report of two surgical cases involving temporary cardiac pacers with "interruption in temporary cardiac pacer pulse when scanning with the [rfs] wand. Physician reported that there was no patient injury or adverse consequences". Rfs used the company's regulatory assessment decision matrix that follows FDA regulations for medical device reporting (MDR; 21 cfr 803). Within 30 days from receipt of the report, details obtained through rfs's investigation of these events indicated that the incidents did not meet the criteria for filing an MDR per 21 cfr 803 (e.g., a 5 or 30 day MDR) and hence rfs did not file any MDR. Rfs determined the following: the rf surgical detection system (rfs device) did not cause or contribute to a death or serious injury, the rfs device had not malfunctioned and would not be likely to contribute to a death or serious injury if the malfunction were to recur since the investigation determined that the rf surgical device's directions for use, warnings and cautions were not followed in properly setting the temporary pacer prior to use of the rfs device, and therefore, the rf device was used contrary to the directions for use (dfu), the hospital's written protocol for use of the rfs detection system effective (B)(4) 2012, was also not followed which specifically states that temporary cardiac pacers should be set to asynchronous mode (the hospital's protocol includes excerpts from the rfs device's dfu), hospital management reported that they had sponsored training on the rfs device and that the majority of the hospital staff participated in this training but the physicians involved in these reported events did not attend the training, the rfs device was not returned to rfs for evaluation and remained in use at the hospital during and after the reported events, no remedial action was required to prevent an unreasonable risk of substantial harm to the public health.